Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any similar production-related issues relevant to the complaint that occurred during manufacturing of the device. The devices have not yet been received by the manufacturer for evaluation.

Event description:
It was noted that due to human error one released lot of web device has a labeling discrepancy. The alleged product lot (7 units) was only distributed in (B)(6), none of the us distribution was affected. None of the impacted products were clinically applied and all seven products are being returned to mvi.